Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "o2 valve failure - 1010," and "runtime calibration failure - 1051" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed the o2 flow issue to the o2 valve component. The 02 valve was replaced to resolve the report. The customer's report related to the runtime calibration fault was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and calibration without duplicating the customer's report. The smart pneumatic board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.